Event description:
It was reported that the continuous cardiac index (cci) values were inaccurate. As reported, the clinician was unable to wedge the catheter, despite the cxr findings that the catheter appeared to be in the correct location in the pulmonary artery and the waveform was "nice". The cardiac surgeon came in to manipulate the catheter, after which the catheter would wedge but the sqi bars showed significant inference (red with 4 bars) and the waveform had no dicrotic notch. The catheter was pulled back "just a cm" and the sqi immediately improved to 2 bars and the waveform regained the notch. However shortly thereafter, the cci went down to 1.4 although the patient had not changed clinically. The nurse shot a bolus co/ci and the ci was 2.7, which was noted to be a "big difference". There were no patient complications reported.

Manufacturer narrative:
One catheter was received with an attached introducer and monoject 1.5cc limited volume syringe. The distal end of the introducer was approximately 64cm from the tip. The pressure monitoring unit was not returned. The catheter passed in-vitro calibration on both the laboratory's vigilance I and ii monitors. The catheter also passed transmission and cross-talk testing. The catheter ran cco on vigilance I and vigilance ii monitors for 5 minutes with no error messages. There were no visible inconsistencies observed on the eeprom data. The thermistor and thermal filament circuit were continuous. The thermistor read 37.1 c when submerged in a 37.0 c water bath. Thermistor temperature reading accuracy is +/- .3c, per the vigilance manual. The resistance value of the thermal filament circuit was measured at 40.2 ohms, which is within the allowable specification. There were no open or intermittent conditions. Both thermistor and thermal filament connectors were opened with no visible inconsistencies. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. There was no visible damage observed on the catheter body or the returned monoject 1.5cc limited volume syringe. A lot number was not provided, therefore a review of the manufacturing records could not be completed. The complaint could not be confirmed during the evaluation. It could not be determined if some clinical factors may have contributed to the event reported. No actions will be taken at this time.